Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant in the EU reported that the automated impella controller (aic) did not recognize the inserted impella cardiac pump catheter. There was no known harm or injury.

Manufacturer narrative:
The investigation for the console "pump not detected" has been completed. Data logs from the console confirm impella defective alarm being sent. Logs show an occasional communication error with the impellatronics (epm circuitry) each time a pump is connected. The console was returned for evaluation. When the console was run with a known good pump, there was no observable anomaly. The root cause could not be determined due to not being reproducible. Impellatronics board was replaced as a precaution. Corrections to the initial MFR report: d2 common device name updated. G1 MDR reporting contact email updated.